Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and four months later, computed tomography of abdomen and pelvis with contrast was performed for the patient with the history of abdominal pain and result showed that numerous inferior vena cava filter prongs extended beyond the periphery of the inferior vena cava into the retroperitoneal soft tissues. One of these prongs abutted the distal abdominal aorta. After one year and five months, computed tomography of abdomen with contrast was performed, and result showed that the inferior vena cava filter was stable, prongs extended beyond the wall of inferior vena cava. This appeared to be perhaps a bent prior anteriorly or superiorly which was unchanged. There was no evidence for hemorrhage around the inferior vena cava. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate (expiry date: 04/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.